Manufacturer narrative:
H6: updated codes. H10: the complaint was received as a result of feedback being provided following a clinical study. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been no similar instances reported in the past three years. According to the study, the device was being used in patient treatment. The device used for treatment has not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. Users of the device are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of the dressing. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to all product ranges.

Event description:
It was reported that during a clinical study with npwt using a pico 14, a pico 15cm x 15cm dressing stuck to the wound and caused some excoriation to the surrounding skin. The patient is not yet recovered of this adverse event.